Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 37 mg/dl, 183 mg/dl, 49 mg/dl, and 467 mg/dl within 10 minutes. All tests were performed on the finger. Customer also reports after having received these readings, insulin was administered, and later experienced a seizure. Paramedics were called, glucose was not checked, however glucagon was administered in order to stablize glucose levels.